Manufacturer narrative:
UDI #: (B)(4). Explant date: if explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported via the doctor, that his patient who underwent two (2) lens implants in 2013, (2+ years ago) is still complaining of debilitating glare and halos issues. To date, the lenses remain implanted. Patient specifics include: right eye - lens implant performed on (B)(6) 2013. Left eye - lens implant performed on (B)(6) 2013. Patient received lasik, yag caps post-op, alphagan additional information received stated problem occurred 1 day after surgery after both eyes, and then got a little better but then eventually worse. There are no plans to explant the lenses at this time. This report represents the lens implanted in the patient's left eye.

Manufacturer narrative:
Device evaluation: visual inspection was not performed as complaint device was not returned for analysis. The intraocular lens remains implanted. The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr) related to this complaint and/or similar issues. The units were released according specification in compliance with the product intended use as required. A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. Based on the investigation results, no deviations were found during the manufacturing process that could generate the reported issue. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.